Event description:
The reporter stated, the surgeon inserted an aq2010v silicone three piece lens and the lens tore. The lens was removed in pieces with no patient injury, no enlarged incision. Another same type lens was implanted. Sutures were not required.

Manufacturer narrative:
Results - visual inspection of the returned product found the lens optic torn into two pieces. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.